Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained when non-vitros mas quality control (qc) fluids were processed using vitros ipth reagent lot 1670 when tested on two different vitros xt7600 integrated systems. A definitive assignable cause could not be determined, however, the lot in question is known to be affected by negative bias caused by the use of a raw material used in this affected lot. An instrument related performance issue did not likely contribute to the event and the customer gave no indication of any instrument malfunction. However, it cannot be entirely ruled out as contributing to the event as no diagnostic within run precision testing was performed. On 17 november 2022, a communication (cl2022-275 potential for negative bias when using vitros® immunodiagnostic products intact pth reagent pack) was sent to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when using the affected ipth lots listed, customers may experience lower than expected results. When processing patient samples an average negative bias of approximately -12% may be observed. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck / lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Vitros immunodiagnostic products ipth controls do not detect this bias, therefore no performance shifts of the controls were observed. Ortho¿s investigation has identified the root cause of this issue stems from a raw material used in the affected lots.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained when non-vitros mas quality control (qc) fluids were processed using vitros ipth reagent lot 1670 when tested on two different vitros xt7600 integrated systems. Mas level 2 lot 2411 j1 result of 46.3 pg/ml versus the expected result of 67.4 pg/ml mas level 1 lot 2411 j2 result of 14.13 pg/ml versus the expected result of 22.5 pg/ml mas level 2 lot 2411 j2 result of 45.6 pg/ml versus the expected result of 67.4 pg/ml mas level 3 lot 2411 j2 results of 842.2 and 812.8 pg/ml versus the expected result of 1186 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ipth results were obtained when the customer was processing non-patient fluids and were not reported from the laboratory. Ortho has not been made aware of any allegation of harm as a result of this event. This report is number one of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), (B)(4) and reportability assessment (B)(4).